Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's implantable cardiac monitor (icm) could not be interrogated. The device is implanted and out of service and will be explanted. Additionally,the patient had transmission issues with their remote monitor. The status of the monitor is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The analyst also noted: confirmed no telemetry with device at preliminary analysis.

Event description:
The device was explanted and replaced.

Event description:
The icm was removed.